Manufacturer narrative:
(B)(4). On (B)(6) 2020 customer called in with the following concern: patient's mother called to report that the patient was using the pump normally and on (B)(6) 2020 at 5:49 pm appeared the alarm, pump error 23. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. During download review on (B)(6) 2020pump error 23, 68 and 49 were recorded. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection it was determine the ingress of water corroding electronic assemblies causing electrical short. Unit also received with cracked retainer, scratched case, cracked keypad at select button, cracked case(battery tube), cracked battery tube threads and faded serial number label. In conclusion pump error 23, 68 and 49 were confirm using download history files and they were the cause of corroded electronic assemblies causing electrical short. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.